Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse replaced associated tubing for the injector valve and the column. Fse then primed samples several times. The customer ran calibration, quality controls (qc), and precision with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed on serial (B)(4) from 30-jul-2017 through aware date (B)(6) 2018. There were two similar complaints including the current complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: quality control: in order to monitor and evaluate the accuracy and precision of the analytical performance, controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7% hba1c) with the second in the range of 9-12% hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. The most probable cause of the reported event was due to failure of the tubing to injector valve and column.

Event description:
A customer reported that the quality controls (qc) was recovering high on the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.